Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 1 month. The lvad currently remains implanted in the patient but is not in use. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). During a routine clinic visit on an unspecified date, the patient¿s lab work revealed an elevated lactate dehydrogenase (ldh) value of 887 u/l. It was reported that the patient was asymptomatic and had an unremarkable vad interrogation. The patient¿s inr was 2.1 with a goal of 2.0 to 3.0. The patient was admitted for further assessment and IV anticoagulation. While hospitalized, the patient¿s ldh peaked to 1067 u/l and the patient began to exhibit visual changes, and it was reported that these changes were concerning for thrombus ¿showering¿. A transesophageal echocardiogram (tee) showed left ventricular recovery and the decision was made to deactivate the patient¿s device on (B)(6) 2016 due to recovery and suspected thrombus. No additional information was provided.

Manufacturer narrative:
The report of suspected pump thrombosis could not be confirmed as the pump was not returned for evaluation. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.